Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that before use in a hospital ward the needle with the shield was separated from the barrel when the shield was removed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter: the customer reported that before use in a hospital ward the needle with the shield was separated from the barrel when the shield was removed.

Manufacturer narrative:
H6: investigation summary: customer returned images of a 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue